Event description:
It was reported the actual residual volume in the pump had been greater than the expected residual volume. No specific volumes were noted. The patient had a new hcp who was not doing refills every 3 months like the other hcp. The new hcp was pulling out 166 cc of medication. It was reported the hcp wanted to replace the pump in the next 2 to 3 months. No patient symptoms or outcome were reported.

Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).